Manufacturer narrative:
The customer provided the following for complaint investigation: one used list# mc330523, 127" (323 cm) appx 9.7 ml transfer set w/clave¿ clear, dual check valve, smallbore trifuse ext set w/1 pur yellow, 2 clave¿ clear (yellow, green rings), 2-0.2 micron filters, spin luer; lot# 14096986. No damages or anomalies were observed on the returned used device. The reported complaint of a leak from the green filter was not confirmed. The returned sample was tested and met product specifications. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device has been received for evaluation. Investigation is pending.

Event description:
The event involved a 127" (323 cm) appx 9.7 ml, transfer set w/microclave® clear, dual check valve, smallbore clear/pur yellow trifuse ext set w/2 microclave® clear (yellow, green rings), 2-0.2 micron filters, rotating luer where it was reported green filter was leaking during infusion. There was patient involvement, and no adverse event/serious harm reported. This report captures 2 occurrences.